Event description:
It was reported that the sheath was found to be twisted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The physician noted that there was poor access to the femoral vein which resulted in the proximal end of the was sheath becoming twisted during positioning. The physician was able to complete the procedure with no patient complications or consequences that occurred as a result of this event.